Event description:
It was reported that allegedly four days post implant with a vascular graft, a hematoma was observed in the region of implant. A previous graft implant had been directly connected to the right common iliac artery. The vascular graft was place extra-anatomically to the left side of the pelvis, down the left thigh, over the left knee and was attached to the left p3 segment. Suture hole bleedings were observed on both vascular graft anastomoses, but were stopped successfully by using fibrin glue. The operation was finished successfully. Four days later, the pt experienced shock and a hematoma was observed in the region of last operation. The pt underwent a reintervention, and it was then observed that the proximal anastomosis of the vascular graft had disconnected causing unexpected blood loss. This disconnected end of the vascular graft was removed and replaced by a polyester interposition graft. Due to the unexpected blood loss, the pt experienced multi organ failure and had to be resuscitated. The pt is currently in the ICU and is suffering from permanent kidney failure.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was discarded by the facility; therefore, a device eval could not be performed. The investigation is currently underway.